Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the left ventricular lead exhibited low pacing impedance. No changes or intervention was performed. The patient condition was unknown.

Event description:
New information noted that the left ventricular lead was exhibiting failure to capture and the low pacing impedance persisted. The patient was in stable condition.